Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd facslyric¿ 2l6c instrument, excessive carry over occurred. The following information was provided by the initial reporter that there was an excessive carry over. Customer reports noticing some carryover from one sample to a tube of di water.

Manufacturer narrative:
H.6 investigation summary investigation summary: scope of issue: the scope of issue is only limited to facslyric instrument, part # 651165, serial # (B)(6). Problem statement: customer reported complaint regarding carry over. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 29aug2021 to 29aug2022. Complaint trend: there are 2 complaints related to the issue of carry over.. Manufacturing device history record (DHR) review: DHR part #651165 serial # (B)(6), file # 651165-651165-r651165000074-106519270-19, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of carryover was due to a clogged v8 tubing. The customer reported some carryover from one sample to a tube of di water. They noted that this could be due to the sit (sample injection tube) flush function not working properly. The customer was asked to reseat the v8 tubing. After doing so, the sit flush leakage was not completely resolved. Hence a field service representative (fsr) was requested to resolve the issue. The pumps and v8 were checked. The tubing to and from the v8 was found to be clogged. The field service representative (fsr) confirmed the issue and performed a tubing replacement. Another sit flush was performed. The sit and sample line were checked and adjusted with sit calibration tool. The pqc and abort count checks were performed successfully. After the repair the instrument was tested and was performing as expected. No patient was treated nor harmed from incorrect results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A, page 165. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: (B)(4) , case # (B)(4). Install date: 17jan2020 work order notes: subject: (B)(6) - facslyric - carryover issue problem description: customer reports noticing some carryover from one sample to a tube of di water. Customer wonders whether this could be due to the fact that the sit flush function is not working properly. The sit drips during the sit flush function. Work performed: sit flush did not work properly, when removing sample line there was only 1 drop visible and also did not absorb liquid, check the pumps and v8 and were okay. The tubing to and from v8 was clogged and replaced. Again sit flush done and 3 drops came out of the sample line and liquid was absorbed from the tube. The sit and sample line checked with and adjusted with sit calibration tool, abort count check and pqc check and were both okay. Cause: blockage tubing to v8, solution: tubing replacement. Returned sample evaluation: a return sample was not requested because parts replaced are not returnable and were discarded. Risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes/no azure ID: 89209 ID: libivd-ra-100 3.1.7 hazard: incorrect output for samples up to 1.5ml or less. Cause: sample carryover error - fluidic harmful effects: events appear in wrong tube (false positive result). Probability: 1 severity: 3 risk index: 3 root cause: based on the investigation results the root cause of carryover was due to a clogged v8 tubing. Conclusion: based on the investigation results, the root cause of the customer experiencing carryover issues on the facslyric was due to a clogged v8 tubing line. The fsr confirmed the issue and performed a replacement of the tubing line. After the replacement, the instrument was tested and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that while using the bd facslyric¿ 2l6c instrument, excessive carry over occurred. The following information was provided by the initial reporter that there was an excessive carry over. Customer reports noticing some carryover from one sample to a tube of di water.